Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had an issue with a lost sensor. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.